Manufacturer narrative:
Qc prior to the event was within the lab's established ranges. A field service engineer (fse) went on-site and replaced both co2 electrodes and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high co2 result of 32mol/l generated by the unicel dxc 600 pro synchron clinical system. When low anion gap alerted the operator, sample was rerun on a different instrument in the laboratory which generated a result of 27mmol/l and was reported outside of the laboratory.